Event description:
It was reported that the patient presented in the emergency room due to ruptured and infected pacemaker pouch. It was noted that the patient's pacemaker was eroded through the pacemaker pouch and infected. The pacemaker was explanted due to erosion and infection. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.